Manufacturer narrative:
The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during the insertion of a long 9x80mm ilium screw, the polyaxial screwdriver loosened from the screw head and then the screwdriver head broke inside the ilium screw head. Fragments were generated but removed with ease. The surgery was successfully completed by replacing the screw with a new one. The patient outcome is reported as okay. This report is for one (1) expedium spine system quick connect si poly driver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the complaint device xpdm quick-con si poly scwdrvr (product code: 279712400, lot number: mi78294) was returned to cq west chester for investigation. The tip of the driver had broken. Also showed signs of wear associated with usage. The received photograph of the picture show the screw driver without any issue, so the picture might have been taken before the surgery. Document /specification review: based on the date of manufacture, current and manufactured revision of drawings were reviewed. Dimensional inspection: tip diameter was measured and found to be conforming per relevant drawing. Conclusion: the screwdriver tip was broken and had scratches associated with regular wear of the device. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi78294 was released in a single batch. Batch1: lot qty of 53 units were released on jun 14, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.